Event description:
The customer reported the unit is making clicking sound and does not power up all the way. The hospital bio med duplicated the reported problem and replaced the power supply. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.